Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
During aaa repair on (B)(6) 2010, the clinician could not remove the first safety wire from the delivery device and had to pull very hard to eventually remove it which in turn pulled the stent graft downwards within the patient (1820334-2010-00275). The stent graft was repositioned following this in order to deploy the proximal bare stent. When the clinician tried to push the top cap off the proximal stent, it would not push up easily (1820334-2010-00231). With a bit more force, the top cap eventually moved upwards very suddenly and so it was difficult to ensure precise orientation during this deployment. There was an increased risk of deploying the stent graft too high or too low in this instance. It was confirmed, later in the procedure, that the stent graft was deployed in the correct place and the renal arteries were not covered.